Event description:
It was reported that the device was explanted due to failure to capture. It was noted that the doctor may have stripped the setscrews on revision. A medwatch 3500a was subsequently received with no additional information than was previously reported. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to failure to capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. Other: it was reported that the device was explanted due to failure to capture. It was noted that the doctor may have stripped the setscrews on revision. A medwatch 3500a was subsequently received with no additional information than was previously reported. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Capture, failure to, malfunction.